Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle 40x58 metal liner and ts ceramic 40mm head were removed because of metalosis. He was previously revised to ts ceramic head but surgeon could not get metal liner out. 40 mm liner was implanted with new 40mm ts ceramic head. Doi: unknown; dor: (B)(6) 2020; affected side: left side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: (DHR) reviews will not be performed even when product/lot information is known. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.